Manufacturer narrative:
UDI related data quality updates only.

Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6) displayed "system error, out of service, revert to manual CPR" was confirmed during functional testing. The platform's archive data could not be downloaded, however, the apvision3 software confirmed a system error 136 (internal parameter corrupted). The root cause of the system error was the processor board (pca) failure, likely due to the age of the device. The autopulse platform was manufactured in december 2007 and is almost 16 years old, well beyond its expected service life of 5 years. During visual inspection of the returned platform, it was noted that the battery lock was bent, unrelated to the reported complaint. The observed physical damage appeared to be the characteristic of harsh impact due to user mishandling. The battery lock was replaced to remedy the issue. As part of routine service during testing, the platform was examined, and unrelated to the reported complaint, the encoder drive shaft does not rotate smoothly and exhibits binding and resistance due to a sticky clutch plate. The cause for the sticky clutch could be due to the normal use of the device. The clutch plate was deburred to address the problem. Unable to recover data archive due to failed processor board. The autopulse platform failed initial functional testing as the platform displayed "system error, out of service, revert to manual CPR" upon powering up, confirming the reported complaint. To remedy the error message, the failed processor board was replaced. Following the service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the autopulse platform with serial number (B)(6).

Event description:
During shift check, the autopulse platform (sn (B)(6) displayed a "system error, out of service, revert to manual CPR" message. The customer replaced the lifeband and battery to troubleshoot the issue, but the system error persisted. No patient involvement.